Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2018 with the following findings: low battery and replace battery alarms appeared in the pump alarm history for (B)(6) 2018. The temperature issue was reported to have occurred on (B)(6) 2018. There is no evidence of power interruption, voltage drop or battery change as mentioned in the reporter¿s complaint in the black box data which recorded from (B)(6) 2018 thru (B)(6) 2018. On investigation, the pump was powered on successfully and exercised for 24 hours without any interruption in power and no overheating. The electrical currents were evaluated and found to be within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction or defect.